Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the implant, the device battery initialized and was programmed; but then the battery indicator switched to gray bar and would not initialize. The device was then reinterrogated and the battery initialized properly. The device was not used per medical judgement and a new device was implanted. No patient complications have been reported as a result of this event.